Event description:
It was reported that the the patient had a pocket infection that due to noncompliance, and progressed into an eroded pocket. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.